Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approximately 2 years ago. Aneurysm and vessel morphology were not reported. A recent CT demonstrated that the apex of the stent graft was fractured. There has been no intervention preformed. No add'l info has been provided.

Manufacturer narrative:
(B)(4): evaluation results and conclusions: lack of info (unk cause of stent fracture, no films or details of the event provided).